Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. Eval of the incident footswitch confirmed the report. Testing found the cut switch to latch in the on position. This is an isolated failure. Visual inspection of the footswitch found the baseplate bent and the rubber feet missing. The condition of the footswitch is a combination of use over a long period of time and rough handling by the user. The supplier determined the footswitch was manufactured prior to 1993 and the device history records are no longer available for review. Due to the age and condition of the footswitch, it is considered to have exceeded life expectancy.

Event description:
The customer reported that during a laparoscopic gallbladder surgery, the foot pedal in use became stuck in coag mode. The scissors that were being used by the surgeon were inadvertently activated, causing a burn to the pt. The pt rec'd an internal burn on their diaphragm. The burn was stitched closed using an endo stitch device.